Event description:
Customer received a reading of 65 mg/dl and then approximately 2.5-3.0 hours later, customer received a reading of 165 mg/dl. Customer was taken to the emergency room and was provided with a reading of approximately 500 mg/dl with an unknown brand device. The journey to the hospital was over 100 miles and the amount of time between the reading and event was not clear. The customer did not indicate what symptoms were present at the time trip to the emergency room was undertaken. Type of medical treatment undertaken was not identified clearly by customer.